Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was shooting out insulin while the prime sequence was being performed, after release of the act button. The priming sequence would then have to be started over. It was stated that this occurs about one in every four times. The customer's blood glucose was unknown. Nothing further was reported.